Event description:
The following was reported via medwatch # (B)(4) received 20sept2024. The nurse entered room to do a hourly intra-aortic balloon pump (iabp) check. The nurse heard an abnormal balloon inflation sound and saw a poor waveform. When further examining iabp catheter tubing, the nurse found blood in the tubing. The cardiac ICU team was paged to bedside. Team informed patient and nurse that the balloon likely ruptured. An axillary iabp catheter was replaced with a femoral iabp catheter in the cardiac cath lab.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Corrected field - related report number grid - from blank to (B)(4). Complaint record ID # (B)(4).

Event description:
N/a.